Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that three years, ten months post implant of this bioprosthetic valve, the valve was explanted and replaced due to severe valvular regurgitation. Endocarditis was suspected, however tissue cultures were returned negative and endocarditis was ruled out as a cause of the regurgitation. Prior to replacement, patient was symptomatic with class IV heart failure; following replacement, no adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.